Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The device was being used for the stapling of the stomach. The stapler was not able to fire. The staple line was incomplete. Replaced with a second reload, but the same issue occurred. In order to resolve the issue and complete the case, a third reload was opened. There was no patient harm. The patient outcome is alive, no injury.